Manufacturer narrative:
(B)(4)

Event description:
It was reported that the transmitter stopped working was reported for transmitter with serial number (B)(4). However, data for transmitter with serial number (B)(4) was provided for evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient changing the device time which led to signal loss. The reported event of the transmitter stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.